Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1056 - advance laa, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 28mm amplatzer amulet occluder was successfully implanted in a patient. There was no difficulty with implanting the device, such as multiple recaptures/repositioning. On (B)(6) 2025, the patient had a transesophageal echocardiogram and left heart catheterization performed for worsening shortness of breath and fatigue. The left heart catheterization showed 80% stenosis of the distal left main coronary artery. The decision was made to implant a stent. A transesophageal echocardiogram revealed a 1-2mm residual shunt of the occluder. There was no intervention performed due to the residual shunt. The occluder did not migrate. The stenosis of the left main coronary artery is not related to the implanted 28mm amplatzer amulet occluder. The cause of the residual shunt is unknown. The patient was in stable condition and discharged at the tine of report.

Manufacturer narrative:
An event of patient device interaction problem associated with residual shunt was reported. A returned device assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a root cause of the reported patient device interaction problem with residual shunt could not be conclusively determined. It is possible due to procedural conditions (e.g device positioning, incomplete seal of the device, incorrect size, challenging anatomical). There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.